Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported the right breast had fluid. Later reported double capsule. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the event of seroma could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported right breast had fluid (captured as seroma) and double capsule. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii, ¿inflammation of right breast, pain and inflammation, increase in volume in right breast, right breast increased in size," and ¿folds with silicone in both sides of them.¿

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported the right breast had fluid. Later reported double capsule. The device has been explanted and replaced with another manufacturer's device.